Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to occlusion. A spectranetics lld lead locking device (lld) was inserted into the lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath, advancement was made past the superior vena cava (svc) into the ra. However, a pericardial effusion was then detected via intracardiac echocardiography (ice) and rescue efforts began. The patient was moved to the or, and CPR and sternotomy were performed. An svc perforation was discovered and repaired (MDR #3007284006-2025-00167), and the decision was made to cut/cap the rv lead, along with the lld (MDR #3007284006-2025-00168), and remained in the patient. There was no attempt made to unlock the lld. The patient survived the procedure. This report captures the 14f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2: patient date of birth: not available from facility. A3b: patient gender: not available from facility. A4: patient weight: not available from facility. A5/a6: patient ethnicity and race: not available from facility. B6/b7: patient information regarding relevant tests/laboratory data or medical history: not available from facility. D4: device serial number; not available from facility. H3: the glidelight was discarded, thus no returned product investigation was performed. H6: great vessel perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.